Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal cap was found to be detached; the metal cap was returned. Devitrification of the glass cap was observed. There was no report of injury as a result of this event. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported that the gold band on the fiber came off resulting in fiber failure. The case was completed with a second fiber without further issue. There was no injury reported.